Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Provider ordered parts for a repair on the casters and caster fork and stem assemblies on the wheelchair.